Event description:
It was reported the patient received inappropriate shock therapy due to lead noise. X-ray revealed externalized conductors on the distal part of the lead. The lead was explanted and replaced. It was noted that the distal tip and rv coil was damaged during extraction. The patient condition is normal.

Manufacturer narrative:
Evaluation description: internal insulation abrasion proximal to and continuing under the rv shock coil were noted at 6.5-10.5cm from the distal tip. Internal insulation abrasion was noted at 7.3-7.6cm and 7.5-7.6cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 3.5-4.2cm from the distal tip. The etfe coating was damaged during the surgical explant procedure at 3.5cm from the distal tip. A fracture of both sensing conductors was noted close to the ring electrode at 1.4cm from the distal tip, consistent with fatigue. This fracture is consistent with the field observation of noise.